Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2015 with the following findings: the pump display screen was observed to be scratched. Unrelated to the display screen damage, the battery compartment was observed to be cracked below the bump pad. The returned battery cap was found to secure appropriately to the pump during testing.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a display (damaged) issue. The reporter indicated that the display screen had scratches on the lens near the center and top. This report is made because the issue was not resolved with troubleshooting. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.